Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary cementless total hip arthroplasty for bony ankylosis in patients with ankylosing spondylitis" written by surya bhan, ms, frcs (ed), krishna kiran eachempati, ms, and rajesh malhotra, ms published by the journal of arthroplasty vol. 23 no. 6 2008 doi:10.1016/j.arth.2007.07.014 on 23 july 2007 was reviewed for MDR reportability. The article reports on 92 hips with thas implanted between september 1988 and september 2004. Depuy cementless aml stems were utilized in 48 cases along with depuy duraloc acetabular components fixated with 2 screws. No clarification on articulating bearing surfaces material. The article does not identify femoral head. The other cases were noted to be non depuy products and results reported were of the entire study without clarification of which specific products are related to specific events. Adverse events without product identification: flexion contracture in 7 patients (interventions not clarified), limb length discrepancy in 4 patients (interventions not clarified), overreaming of acetabulum in 2 hips treated with auto and allografts, avulsion of greater trochanter in 1 hip (intervention not clarified), calcar fractures in 2 hips treated with cerclage wiring, superficial wound infection in 7 hips (interventions not clarified), anterior dislocation in 4 hips treated with closed reduction, sciatic nerve injury self recovered in 1 hip, adverse events with depuy products identified: loose stems in 9 hips with subsequent revisions with 3 being identified as depuy aml of which 2 are attributed to under sizing the femoral component, acetabular loosening in 4 hips with subsequent revisions with 2 being identified as depuy duraloc cups without clarification as root cause of loosening. All adverse events with identified depuy products have been captured in this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.